Manufacturer narrative:
This report is for an unknown nail head element: helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient underwent an implant surgery with the unknown implant. Two (2) months after the surgery the patient started full weight bearing during which the surgeon confirmed that the bones had come in contact with each other. On (B)(6) 2020 a cut-out occurred. A replacement surgery may be performed to implant an artificial bone head if the bone quality is bad, despite it being a trochanteric fracture. Concomitant devices: unknown nail (part # unknown, lot # unknown, quantity 1). Unknown locking screw (part # unknown, lot # unknown, quantity unknown). Unknown end caps (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown nail head element: helical blade. This is report 1 of 1 for (B)(4).